Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed a user advisory (ua) 02 (compression tracking error) message was confirmed in the archive data but not during functional testing. The archive data revealed that the patient or object was too small and light during the first compression, or that the lifeband was opened during operation. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The review of the archive data revealed that the autopulse platform displayed the (ua) 02 advisory message around the customer's complaint date, confirming the reported complaint. The autopulse platform passed preliminary functional testing without fault or error, and the customer's reported ua02 error was not reproduced. Zoll is awaiting customer approval for service repair.

Event description:
During the shift check, the autopulse platform (sn (B)(6) displayed a user advisory (ua) 02 (compression tracking error) error message. The platform was tested with multiple lifebands, but the error message persists. No patient involvement.